Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6: component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provided: adverse event term: rash around incisions alert date: (B)(6) 2025 country name: united states site name: (B)(6). Patient details: patient identifier: (B)(6) sex: female age at consent: 45 years. Procedure details: date of procedure: (B)(6) 2025. Additional event details: site awareness date: 14 mar 2025, start date: (B)(6) 2025, severity: mild. Is this adverse event a surgical complication (a deviation from the normal course)? No classify this adverse event according to the clavien-dindo scale for surgical complications: blank. Was this an intraoperative adverse event? No is this a serious adverse event? (If yes, check all that apply): no a life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank . Discharge date: blank . Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no evaluate relationship of the ae to study device: not related evaluate the relationship of the ae to primary study procedure: probable if related to study device or procedure, is the adverse event expected/anticipated?: no outcome: recovered/resolved without sequelae end date: (B)(6) 2025. Did this event result in the subject's discontinuation of the study? If yes, complete the study exit form: no intervention/treatment: yes none: no, diagnostic imaging: no, aspiration/drainage: no, drug therapy: yes, surgical procedure, therapy, or intervention: no, specify: blank, date of procedure: blank, non-surgical procedure, therapy, or intervention: no. Specify: blank, date of activity: blank, blood transfusion: no, observation: no, other: no, specify: blank, does this adverse event meet the definition of a uade? No additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of patient reaction? Name of surgery? What date /day post op was the reaction noted? What prescription medications were prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. Via clinical trial patient experienced rash around incisions. Mild severity. Intervention/treatment: yes relationship to study device: not related. Relationship to primary study procedure: probable. Recovered/resolved on (B)(6) 2025. Additional information has been requested.